Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years. The patient remains on lvad support. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department due to multiple low flow alarms. The patient was alert and oriented; however the pump was currently off. System controller exchanges were attempted; however, the pump did not restart. The patient was placed back on the original system controller. The patient is currently on lovenox and aspirin. Cardiology reported that it was decided to leave the pump off at the current time and place a swan-ganz catheter to assess patient. The patient's blood pressure at the time of the event was (B)(6). An echo is planned. Cardiology will speak with surgeon about possible pump exchange, if needed. No further information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A specific cause for the reported low flow alarms and the elevated lactate dehydrogenase level could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's lactate dehydrogenase level had risen from 455 u/l to 1791 u/l at the time of the admission. An echocardiogram revealed that the patient had a 45% ejection fraction. The decision was made by the vad team to not restart the pump or perform a pump exchange as the patient was high risk and was stable without a running lvad. The patient was taken to the operating room on (B)(6) 2016 to have the driveline cut. Hematology was consulted and the decision was made to have the patient on aspirin, plavix for 30 days, and coumadin for 6 months due to thrombosed lvad. The patient was discharged back to home and appeared stable when seen in clinic on the third week of (B)(6) 2016. The patient's ejection fraction remained at 45%.